Event description:
It was reported, that the patient presented post-procedure. With premature ventricular contractions and non-sustained ventricular tachycardia episodes. As a result of the ventricular leadless pacemaker implant. The leadless device was explanted and a transvenous pacemaker was implanted. The patient condition was stable.